Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap chole. The bag deployed fine. The surgeon was able to close the bag. The string was pulled and the introducer was removed. As the string was pulled from the abdomen, the string tore through the plastic and came off the bag. The bag remained closed, the specimen was contained in the patient. Graspers were used to pull the bag out. No articulation of the bag occurred. It appeared as if the string broke at the bead with the bead remaining on the bag. The device was discarded. No patient injury occurred. No patient demographic information was available. The surgeon used an applied medical 5mm trocar. Type of intervention: ni. Patient status: no patient injury occurred as a result of the event.

Event description:
Procedure performed: lap chole. The bag deployed fine. The surgeon was able to close the bag. The string was pulled and the introducer was removed. As the string was pulled from the abdomen, the string tore through the plastic and came off the bag. The bag remained closed, the specimen was contained in the patient. Graspers were used to pull the bag out. No particulation of the bag occurred. It appeared as if the string broke at the bead with the bead remaining on the bag. The device was discarded. No patient injury occurred. No patient demographic information was available. The surgeon used an applied medical 5mm trocar. Type of intervention: ni. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.